Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, "circulatory collapse" was reported. Medications were prescribed and a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The serial number was receveived and has been added to this report. Additional informatoin was also received that a permanent pacemaker was not implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.